Event description:
It was reported that 30 bd vacutainer® sst¿ blood collection tubes had poor barrier separation of sample. The following information was provided by the initial reporter: "this is a report about poor separation of samples. The customer reported as follows: we usually perform blood collection in a warm room; today, however, the room was not available and we did blood collection in a room with no heating where the temperature was about 3¿. Blood collection was started at 9:30 (all blood collection tubes were kept at the room temperature [about 3¿] until 11:00). Blood collection was completed at 11:00. Seventy bottles were then put in the cooler box in which the temperature was controlled at 10¿ for transportation. At 11:45, 30 tubes were centrifuged and separation failure occurred (see the photo attached in "attached files" in interface fields.), and we thus abandoned centrifugation of the residual tubes. At 13:00, centrifugation was resumed and completed properly. We assume that this separation defect arose from the cold room temperature at which tubes had been kept. We would like to ask for bd¿s opinion."

Manufacturer narrative:
Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for was not observed. Retention samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged rcf for 10 minutes, using an mse mistral 1000 centrifuge. All tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on the photo only. Testing of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 30 bd vacutainer® sst¿ blood collection tubes had poor barrier separation of sample. The following information was provided by the initial reporter: "this is a report about poor separation of samples. The customer reported as follows: we usually perform blood collection in a warm room; today, however, the room was not available and we did blood collection in a room with no heating where the temperature was about 3. Blood collection was started at 9:30 (all blood collection tubes were kept at the room temperature [about 3] until 11:00). Blood collection was completed at 11:00. Seventy bottles were then put in the cooler box in which the temperature was controlled at 10 for transportation. At 11:45, 30 tubes were centrifuged and separation failure occurred, and we thus abandoned centrifugation of the residual tubes. At 13:00, centrifugation was resumed and completed properly. We assume that this separation defect arose from the cold room temperature at which tubes had been kept. We would like to ask for bd¿s opinion."